Event description:
It was reported that this inflatable penile prosthesis (ipp) was associated with patient dissatisfaction due to difficulty pumping and partial inflation. The pump was reportedly only inflating the device halfway and was difficult for the patient to use, although deflation was functioning properly. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4).

Manufacturer narrative:
Correction to field h6: device codes. Correction to field g1: MFR site address 1, city, state and zip code . Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was associated with patient dissatisfaction due to difficulty pumping and partial inflation. The pump was reportedly only inflating the device halfway and was difficult for the patient to use, although deflation was functioning properly. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.